Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.473, lot: 3l73611, manufacturing site: (B)(4), release to warehouse date: may 27, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the inter-lock screwdriver combined t25/hexa was received at us customer quality (cq). The visual inspection of the received device indicated that the distal tip (drive feature) of the device was stripped. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. Due to the worn condition, the complaint can be confirmed as the tip is now inoperable. Due to the wear, the screwdriver cannot engage with relevant screws. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the tip of the screwdriver bent, preventing the extension shaft from properly engaging the base of the screwdriver. A replacement screwdriver was used, instead. Procedure was completed successfully with a two minute delay. There was no patient consequence. Upon manufacturer receipt and investigation, it was determined that the device was stripped. This report is for an inter-lock screwdriver t25. This is report 1 of 1 for (B)(4).